Event description:
It was reported, "on (B)(6) 2024 a patient came to the ER for PICC assessment. The PICC line was placed on (B)(6) 2024 and was left exposed at 0 cm. The patient stated that he had noticed swelling under the skin near the insertion site when flushing. The home health rn decided to pull the catheter out 3 cm and then noticed the crack. He arrived in the ER, and at that time I removed the PICC line. When I attempted to flush the catheter post removal, a blood clot was dislodged from the tip of the catheter measuring around an inch. The patient also stated to me that his line had become difficult to flush ¿ but stated that he did not think he applied excessive pressure while attempting to flush." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. H3 other text : device not received.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, "on (B)(6) 2024 a patient came to the ER for PICC assessment. The PICC line was placed on (B)(6) 2024 and was left exposed at 0 cm. The patient stated that he had noticed swelling under the skin near the insertion site when flushing. The home health rn decided to pull the catheter out 3 cm and then noticed the crack. He arrived in the ER, and at that time I removed the PICC line. When I attempted to flush the catheter post removal, a blood clot was dislodged from the tip of the catheter measuring around an inch. The patient also stated to me that his line had become difficult to flush ¿ but stated that he did not think he applied excessive pressure while attempting to flush." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, "on (B)(6) 2024 a patient came to the ER for PICC assessment. The PICC line was placed on (B)(6) 2024 and was left exposed at 0 cm. The patient stated that he had noticed swelling under the skin near the insertion site when flushing. The home health rn decided to pull the catheter out 3 cm and then noticed the crack. He arrived in the ER, and at that time I removed the PICC line. When I attempted to flush the catheter post removal, a blood clot was dislodged from the tip of the catheter measuring around an inch. The patient also stated to me that his line had become difficult to flush ¿ but stated that he did not think he applied excessive pressure while attempting to flush." No other information was provided.